Event description:
The hcp reported the pt was presented with "increased spasticity and the pump stopped". An indium catheter dye study was done and the indium went nowhere. No rotor study was done. The pt was hospitalized with planned pump replacement. A follow up report will be sent when additional information is received.